Manufacturer narrative:
(B)(4). Upon review of the photos sent, technical services noted that the high voltage lead pins appeared reversed in the header. Technical services noted a concern of defibrillation effectiveness. The physician did not want to do a revision and thus elected to reprogram the shock vector. The field representative discussed awaiting to discuss the case with the physician and if proceeding with defibrillation testing or a revision procedure was necessary. At this time the right ventricular lead and device remain implanted. Upon additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up after a device change the night before the shock channel signals on the electrocardiogram were very small. It was noted that on the signals were large on the shock channel on wireless electrocardiogram. An inquiry was made to technical services for further review. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was noted that the shock vector was reprogrammed and the normal follow ups were scheduled.

Manufacturer narrative:
Additional information noted that at the most recent follow up fluid was seen coming out of the device pocket wound. The physician removed the dressing and inspected the wound before replacing with a new dressing. A possible infection was suspected but not confirmed. No further changes were made to the system. The system remains implanted. No additional adverse patient effects were reported.

Event description:
-